Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted on (B)(6), 2014 due to an infection which had started a few days prior to the removal. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Information was received from a consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. Additional information noted that the infection was at the ins site and the total system was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient was receiving oxycodone from a physician in (B)(4). Should additional information be received a supplemental report will be filed.